Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient experienced bumps in the two areas and treated with antibiotics. Patient experienced bruise and bleeding. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - MDR 8021545-2026-01733- device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.